Event description:
Additional information was received indicating the device was reprogrammed. The patient was in stable condition.

Event description:
It was reported that during a follow up in clinic, post-paced t-wave oversensing (pptwos) was noted on the device. Abbott technical support was contacted and reprogramming of the device was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.